Event description:
IV started on pt right antecubital. Injection started and very little contrast noticed. Checked pt and noticed that end of catheter had broken off during infusion. No contrast under skin. Contrast on floor. Blood coming out of catheter. IV pulled. New site started.